Event description:
Report received from abbott international affiliate (abbott spain) of a pump shutting off during IV therapy without alarming. The report states: "the pump xl3 was being used in a burnt pt to administer dopamine and analgesic treatment. The pump was connected to the pt for 3 days when suddenly it went off. The alarm did not work. As a result of this malfunction the pt, who was in a critical situation, suffered from a slight hypotension (more details are not available). The reporter said that when they restarted the pump all the data introduced previously has went off. The reporter also said that even the auxiliary battery did not work." The abbott international affiliate was queried for further info. It was reported that the pump was only off for a "few minutes since the pts are under continuous vigilance." There were no medical interventions required for the pt.